Event description:
The site reported a case in which they had inaccuracy while navigating in the central airways. It continually would show them out of the airway even after multi-ple registration attempts. The case was cancelled with the pt under general anesthesia.

Manufacturer narrative:
Procedure recordings were obtained and reviewed. The results showed the auto-registration and verification were not performed per the user manual instructions. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.